Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 30. Details of surgery: primary stability not achieved. On (B)(6) 2020, fracture of the implant was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.